Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was feeling a "sharp zap" in their vagina. If they were walking they had to stop. They changed to program 5 and were not feeling the sharp zap in the vagina. They tried other positions and still were not feeling the zap. They were healing nicely but were not in good shape for almost three days after implant. Additional information was received from the patient. They reported that the steps taken to resolve the zapping were that they had difficulty with the new one; they had great 'a' pain and discomfort from surgery and new programming. The issue was resolved. They had called the information number and also received visual instructions on how to use the new device. It was extremely helpful and they appreciated all the help 'to learning and working with the new controller.'

Manufacturer narrative:
H6: code a26 has been removed from this event due to the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that post surgery was difficult: pain, swelling, etc. They were exhausted. It took time to identify comfort with new programming and device and learn; it was all new to them. The cause of the difficulty was determined to be identifying the pain and discomfort; device for their injured body internally. 'Nuff time.' Steps taken to resolve this were "myself time to recover physically and reaching out for directions to learn new device" they stated that the issue had been resolved, no problems.